Event description:
The pt had been ill with a cold for a wk prior to 10/17. Pt started "feeling sicker as the wk went on." On 10/17, pt began vomiting, and had difficulty breathing. Readings throughout the day on her meter were 134, 148 and 132-134 mg/dl. Pt was privately transported to the hosp where a lab glucose result of 682 mg/dl was obtained. She was treated with insulin IV and admitted for pneumonia. It was determined during hospitalization that the pt is anemic (a condition which may produce inaccurately low blood glucose results per the owner's manual). The meter is not cleaned according to MFR's recommendations, the test strip holder is not removed for cleaning of the meter optics. Calibration and control solution tests are not performed, thus, calibration status is unknown.